Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. Lens was repositioned but that did not resolve the problem. Lens exchanged for a longer length lens and problem resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation is not required. Claim: (B)(4)